Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a dry acid 132 gallon unit was not transferring, and the pump was not running. Upon follow up, the bmt said that the transfer motor showed signs of thermal decomposition as the white plastic propeller component was melted and fused to the outer housing. The bmt reported that there was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The bmt said that he replaced the propeller on the transfer motor to resolve the issue. The mixer has been returned to service. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint sample is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a dry acid 132 gallon unit was not transferring, and the pump was not running. Upon follow up, the bmt said that the transfer motor showed signs of thermal decomposition as the white plastic propeller component was melted and fused to the outer housing. The bmt reported that there was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The bmt said that he replaced the propeller on the transfer motor to resolve the issue. The mixer has been returned to service. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint sample is not available to be returned to the manufacturer for evaluation.